Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had electronic component failure. A field service engineer troubleshot the issue by reseating cables and removing debris. The fse then replaced the auxiliary pyxis bus cable, after which normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen went black while the device remained powered on. The customer power cycled the device by turning it off, unplugging and reconnecting the power cable, and turning it back on; however, the screen remained black and the issue persisted. There were no delay or adverse events or injuries reported based on this event.